Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator display blakced out and recovered itself. The patient was transferred to another device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The device was evaluated and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.